Manufacturer narrative:
The facility clinical director reported that during a procedure the screen went black and the IV pole went up which caused shallowing of the anterior chamber. An unplanned vitrectomy was performed. Additional information was requested, but none has been received to date. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose chamber instability or intraoperative floppy iris syndrome (ifis). The company service representative examined the system and confirmed the system message (sm) reported. The company service representative noted intermittent conductivity of the footswitch cable. The footswitch cable was replaced. The system was then tested and met all product specifications. The system was manufactured on september 1, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported sm can be attributed to a nonconforming footswitch cable (p/n 8065750214). The footswitch cable is not related to the blank screen or the IV pole issue; therefore, with the information provided, the root cause of these reported events cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that during a procedure the screen went black and the IV pole went up which caused shallowing of the anterior chamber. An unplanned vitrectomy was performed. Additional information has been requested, but none has been received to date.